Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken or removed from the bottom case and plunger assembly upon receipt, the keypad was scratched and the battery door was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated when the plunger was pushed all the way in during the investigation. Root cause of the reported issue is unknown, but the flippers touch the top of the ear clip when the plunger assembly was pushed all the way in. Replaced the plunger assembly, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information: no patient involvement was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a syringe sensor failure occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.